Manufacturer narrative:
Model number/ catalog number: sc-1110-02, serial number: (B)(4), batch/ lot number: 14950770, model/ catalog description: precision ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure.